Event description:
It was reported patient had a humerus distalis department bone fracture. During a procedure on (B)(6) 2012; proximal part of the plate was fixed, and lcp drill sleeve 2.7 head lcp2.4 w/scale (323-061) was inserted in order to insert the screw at distal part. However, it was impossible to install the drill guide into any of the distal hole. The surgeon tried to check direction with a trial or template again and again. However, although it took more than 30 minutes, none of the insertion was completed. The doctor came up with an idea to pull out the plate and check it. However, the operation was going on in a hurry due to tourniquet and the surgeon was not able to check the product and drilled manually. Finally, the 2.7mm locking head screw (lhs) was inserted. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. An additional evaluation was performed and the report states the following: the investigation of the complained drill sleeve shows that the threads are some kind of worn out. The pitches are slightly deformed due to many years in use. These parts were manufactured five years ago according to the specifications. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.device manufacture date was 11/14/2007. The device history record review was reviewed and no complaint related issues were found.(B)(4)